Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having an urgent care visit due to high blood glucose over 600mg/dl. The customer was vomiting prior to the event. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found low reservoir and no delivery alarms. Instructed the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.